Manufacturer narrative:
(B)(4).sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.(B)(4).

Event description:
The physician's office reported the patient experienced ineffective stimulation (date of event is unknown). The patient declined reprogramming attempts to address the issue and requested an explant. Surgical intervention may take place as the next course of action.